Manufacturer narrative:
Concomitant medical products; 5086mri52 lead implanted (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the  right atrial (ra) lead was undersensing during atrial arrhythmia. The ra lead remains in use. No further patient complications have been reported as a result of this event.